Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('piece of a metallic fragment associated with') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis and polycystic ovarian syndrome. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perineal pain ("perineal pain") and pelvic pain ("pelvic pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, perineal pain and pelvic pain outcome was unknown. The reporter considered device breakage, pelvic pain and perineal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2021: mr received-new event piece of a metallic fragment associated with the coil were added. New reporter, medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('piece of a metallic fragment associated with') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis and polycystic ovarian syndrome. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perineal pain ("perineal pain") and pelvic pain ("pelvic pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, perineal pain and pelvic pain outcome was unknown. The reporter considered device breakage, pelvic pain and perineal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and perineal pain ("perineal pain"). The patient was treated with surgery (laparoscopic salpingectomy). Essure was removed. At the time of the report, the pelvic pain and perineal pain outcome was unknown. The reporter considered pelvic pain and perineal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and perineal pain ("perineal pain"). The patient was treated with surgery (laparoscopic salpingectomy). Essure was removed. At the time of the report, the pelvic pain and perineal pain outcome was unknown. The reporter considered pelvic pain and perineal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.